Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in his insulin cartridge "forever." He stated that the air bubbles form the morning after a cartridge change and he primes them from the system. He stated that the cause of the air bubbles is not his technique but rather the design of the infusion tubing and insulin cartridge. The pt was not experiencing air bubbles at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.